Manufacturer narrative:
(B)(4). D4: UDI # (B)(4). Visual examination of the returned product identified the devices exhibited signs of repeated use. The updated information does not change the previous investigation conclusions. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: tibial broach impactor catalog # 00595109000 lot # 63059066, tibial broach impactor catalog # 00595109000 lot # 61678707. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01853, 0001822565-2019-01854. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial broach impactor was discovered fractured. No patient involvement.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.